Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours breast pump she uses exclusively to express milk for her infant in nicu, has decreased suction which resulted in decreased milk output, engorgement and unilateral mastitis. Customer has replaced numerous pump pieces trying to resolve this issue but the low suction issue and engorgement continued to occur. Customer contacted her health care provider and was prescribed oral antibiotics to resolve the infection. Customer was informed by ameda customer service to rent a hospital grade breast pump as this type of pump is indicated when her baby is in the nicu and unable to nurse at the breast.

Manufacturer narrative:
Purely yours motor base was not requested back for investigation since all motor tests conducted by ameda customer service passed. No product has been returned to ameda, inc. For testing.